Event description:
It was reported that the device gives "error 1" and only works connected to electric current. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the device gives "error 1" and only works connected to electric current. The device was in use on a patient. There was no reported patient or user harm.